Manufacturer narrative:
Approximately 20.5 inches of the external portion/distal end of the percutaneous lead (lead) was replaced on (B)(6) 2017 and returned for evaluation. Continuity testing was performed on the returned portion of the lead and an open black wire was found. The metal braided shielding and bionate layers of the lead were removed and examination of the underlying wires revealed that the black wire was fractured adjacent to the metal system controller connector. The fracture of the black wire appeared to be the result of repetitive movement of the lead in this area. There was no evidence of mechanical damage such as crushing or pinching. The conductors of the black wire were exposed as a result of this fracture. Examination of the remaining wires in this area, revealed marks consistent with abrasion; however, no additional areas of compromised insulation were found. The left ventricular assist device operates on a three phase motor, where each phase is powered by two redundant wires. The pocket controller monitors the current in each redundant wire pair to detect open circuit conditions. When the pocket controller compared the current in the black wire, to its redundant motor phase wire, the fractured inner conductors would have resulted in the reported driveline fault alarm. The fractured black wire would have also interrupted function as a result of the exposed conductors potentially contacting the braided shield and shorting to ground if the device was supported by the power module. The patient remains ongoing on lvad support and no further issues have been reported. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 4 years. The replaced portion of the repaired driveline was returned for analysis. The evaluation is not complete. The patient remains on going with the implanted device and no further issues have been reported. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient called the lvad clinician to report that every time the lvad system was plugged into the power module, the lvad system alarmed intermittently. It was reported that pump stoppages had occurred. Within the last few weeks. The patient had been provided with a new power module patient cable, which reduced the amount of alarms but had not eliminated them completely. A log file reviewed by the manufacturer¿s technical service representative confirmed pump stoppage events. The patient was advised to remain on batteries or an ungrounded power module patient cable. X-rays provided were unremarkable. On (B)(6) 2017, the manufacturer¿s technical service representative performed a distal end percutaneous lead (driveline) replacement. No additional information was provided.